Event description:
It was reported that the stem, liner, and head were removed due to peri-prosthetic fracture of the right hip.

Manufacturer narrative:
Clinician review was not performed as no patient medical records were provided for evaluation. Device history review could not be performed as a valid lot ID was not provided. Complaint history review could not be performed as a lot ID was not provided. The event was not confirmed. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the stem, liner, and head were removed due to peri-prosthetic fracture of the right hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.